Event description:
Per the clinic, the patient experienced a scratching sensation at the back of the head of the implant site and dizziness with stimulation. The patient also reported no auditory percept. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.